Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV, dissatisfaction with implant, and "patient desires larger implant". Healthcare professional later reported 3mm cut lateral to seal valve on posterior surface, without gel leak. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed. Unsatisfactory result: unable to observe as it is not related to the device. As per the investigation procedures observed one nick assessed as surgical tool scratch like, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii/IV, dissatisfaction with implant, and "patient desires larger implant". Healthcare professional later reported 3mm cut lateral to seal valve on posterior surface, without gel leak. Device has been explanted and replaced.